Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an acute type b aortic dissection and malperfusion, using gore tag conformable thoracic stent graft with active control system. The ctag was deployed just distal to the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2025, a follow-up CT scan revealed distal migration of the ctag, approximately 20 mm on the greater curvature side and 10 mm on the lesser curvature side. Additionally, a proximal type I endoleak was observed. On (B)(6) 2025, a reintervention was performed. An additional stent graft was implanted proximally to the initial ctag. The patient tolerated the procedure. The physician¿s comment: ¿due to the expansion of the true lumen, aortic remodeling may have occurred, potentially leading to migration. Since the patient is young, I implanted an additional device just below the left subclavian artery to preserve it, without performing a debranching procedure.¿